Manufacturer narrative:
Event date is approximated since unknown

Event description:
It was reported that the patient has chronic pain. On (B)(6) 2001, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports he suffered debilitating injuries from the vena cava filter including chronic pain.

Manufacturer narrative:
Event date is approximated since unknown.

Event description:
It was reported that the patient has chronic pain. On (B)(6), 2001, the patient was implanted with a greenfield vena cava filter (gvcf). At an unknown time, the patient reports he suffered debilitating injuries from the vena cava filter including chronic pain. It was further reported in (B)(6) 2018 the patient had a CT of their abdomen. The imaging showed that there was an ivc filter with the apex along the anterior wall. There is multifocal penetration into the retroperitoneum. There is one fractured filter leg fragment within the right psoas muscle. There is focal ivc stenosis at the filter apex. On (B)(6) 2019 the patient went in for a filter removal procedure. A 18fr sheath was utilized. The filter was captured, and collapsed into the sheath. The filter was successfully removed from the patient. There were no other patient complications that were reported.